Event description:
Reportedly, the patient was receiving heparin as a primary infusion at rate of 7ml/hr. The clinician attempted to deliver a bolus of a normal saline solution as a secondary infusion at a rate of 999.9ml/hr. The remainder of the heparin solution was delivered at a faster than desired rate. Protamine sulfate was then administered.

Manufacturer narrative:
The device was tested and found to deliver within specification. Representatives from the hospital indicated that the clinician did not clamp the primary line as instructed by the operation manual.